Event description:
Hosp's voluntary report 06-0031-1999-0024 stated "cord was attached to the scope (instrument) and the cord sparked, smoked and burned hole in cord. The nursing staff were sure the cord was attached properly. No injury to pt." Hosp risk mgr expressed by phone 01/06/2000 concern about risk of spark from cord igniting adjacent material if problem were to recur. Product obtained by electroscope inc for evaluation on 01/07/2000.